Event description:
It was reported that stent damage occurred. The target lesion was located in the non calcified right coronary artery. The 3.00mm x 16mm promus element plus stent was advanced to the target lesion. However, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).